Event description:
On (B)(6) 2012 animas customer support was informed that the patient was hospitalized back in (B)(6) 2011 with a blood glucose (bg) over 500 mg/dl and a diagnosis of dka. The patient did not recall if she developed symptoms with the high bg. The patient reported that the high bgs were due to a "thyroid storm" and not pump/site/set related. Customer support was informed that the patient has been off the pump since the hospitalization and was going to resume pump therapy on an unspecified day in (B)(6) 2012. Animas customer support noted that the patient declined to troubleshoot the pump since she attributed the high bg's to severe issues with her thyroid. This complaint is being reported because the patient was reportedly hospitalized for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted 01/31/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. No data in black box or download histories from time of reported hospitalization due to continued use. No complaint related activity observed in black box or download history. The pump passed a 29 hour flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.